Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia. H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.

Event description:
It was reported that a wearable failure occurred. The wearable was inserted into the arm on (B)(6) 2026. On 4/28/2026 the reporter came home at 5:15 pm and then the reporter saw the receiver at the countertop and she saw that the error message " sensor failed". The reporter checked the patient and saw that he had glassy eyes and couldn´t speak properly so she gave the patient 3 glucose tablets and also jellybeans and orange juice. Then she called their local police and an ambulance was sent to their house and they arrived at about 6:00 am. The unverified reporter could not recall if the medical team that responded did the bgm but recalled the bg reading was about 30 mg/dl. The medical personnel treated the patient with ¿shot on his arm with liquid sugar¿ (IV glucose). By that time, the patient was already aware of his surroundings. They monitored his condition but decided to bring the patient to the hospital. When they arrived at the hospital, they placed him in an IV with unspecified medication. After 3 hours, they were released from the hospital seeing that the glucose stabilized at 80 mg/dl. No other details were documented. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No additional event or patient information is available.